Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the event cannot be confirmed, investigation results suggest/indicate procedural factors (inaccurate measurement of the native annulus) may have contributed to the severe pvl observed post deployment of the 23mm sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. The valve was deployed in a 80:20 aortic/ventricular (a/v) position using nominal volume. Post valve deployment, severe paravalvular leak (pvl) was observed. Post-dilation with an additional 2cc of volume was performed. This had the effect of expanding the valve frame, but did not improve the pvl. The decision was made to deploy a 26mm sapien 3 valve inside the 23mm sapien 3 valve with nominal volume. The 26mm sapien 3 valve was deployed in a final 70:30 a/v position, with trace-mild pvl. At the time of the report, the patient was recovering. Discharge was anticipated on postoperative day (pod) 1. The native annular diameter measured 388mm by radiology, 388mm by interventional cardiology and 477mm by CT (measurement was ¿dismissed¿). Information regarding the degree of valvular calcification was not provided. It was perceived that the valve size selection was based on inaccurate CT measurements.

Manufacturer narrative:
Reference CAPA-20-00141.